Event description:
Ventilator was cycling on a pt when therapist heard a chattering noise and smoke started to come out of the unit. Ventilator was taken off pt, pt was bagged and ventilator was swapped out. Ventilator was taken to the biomed department where it was discovered that the o2 module was defective. There was no pt injury. Front panel settings are unknown at the time of the reported incident.